Manufacturer narrative:
The mega suturecut needle driver instrument will not be returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, it was alleged that one of the jaws of the mega suturecut needle driver broke off and fell inside the patient. Although, the broken fragment was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the instrument breakage.

Event description:
It was reported that during a da vinci assisted surgical procedure, one of the jaws of the mega suturecut needle driver instrument broke off and fell into the patient. The fragment was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.